Event description:
The customer reported that the system displayed an overvoltage error message and that the system was not producing x-rays. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage connectors were cleaned. The system was then found to be operating as intended.